Event description:
The event was described as a, reoccurring infection over an extended period which resulted in explantation of all devices. The event began as erythema and tenderness over the valve ports and was accompanied by fever. Drainage was expressed and cultures taken were positive for orsa. Multimode attempts to treat through with initial success after 4 or 5 days. The pt showed "steady and clinical improvement". The fever and swelling were resolve and cultures were negative. After two weeks of antiobiotic treatment the pt was discharged to outpatient dialysis with vancomycin therapy. The pt became inconsistent with laboratory studies including vancomycin levels. After one week the pt was hospitalized with low grade fever and malaise. Blood cultures through the port were negative while fluid expressed from buttonhole was enterococcus on culture. Vancomycin treatment was not effective and valves and cannulae were removed. An alternative catheter was placed after several days of antibiotic therapy. All removed hardware was positive for orsa on culture. The pt is currently listed as doing well.